Manufacturer narrative:
Device not returned. Unfortunately, the valve was not returned; therefore, the device could not be evaluated for any malfunction or deficiency. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. The health-care provider has also confirmed no device malfunction. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted at implant due to "obstruction of coronaries." The surgeon also indicated that there was no device malfunction. The pericardial bioprosthetic valve was replaced with a mechanical valve. No other details were provided.